Manufacturer narrative:
Review of received information and logs: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the expiratory channel printed circuit board was adjusted and it solved the issue. The additional information has been requested for further investigation.

Event description:
It was reported that the ventilator generated a technical error code indicating safety valve open. There was no patient harm. Manufacturer's ref. #: (B)(4).